Event description:
It was reported to boston scientific corporation on (B)(6) 2009, that a microvasive rx locking device & biopsy cap system was used during an endoscopic retrograde cholangiopancreatography. According to the complainant, during the procedure, the sponge in the biopsy cap came through the cap and got lodged in the scope. The physician replaced the scope. The procedure was completed with a biopsy cap from another microvasive rx locking device & biopsy cap system. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unknown. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any additional relevant information is received, a supplemental medwatch will be field. (B)(4).